Manufacturer narrative:
Unit passed the displacement test and self -test. Unit was successfully downloaded using thump for history files and traces. No alerts/anomalies/alarms noted during testing. Pump error 23 was noted which was expected. Pump error 23 was found in the history files on (B)(6) 2024 23:04:11.000. Pump error 15 alarm was found in the history files on (B)(6) 23:04:09.000 (file number = 38 709 709 709; line number = 442 1216 1216 1216). Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Pump error 23 not confirmed. Pump error 15 was confirmed due to software error. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the post-reset ram crc alarm (pump error 23), the critical block, and the inverse critical block did not add to zero (pump error 15 alarm). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer called for an issue not covered by existing troubleshooting guides. The customer was able to clear the error and complete the fill cannula delivery test. The error table indicated that the pump requires replacement. The customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.